Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator ICD for elective replacement indicators, the physician noted an insulation breach at the rate sensing is-1 termainal pin of the endotak transvenous defibrillation lead and elected to explant. The physician attempted another pectoral transvenous defibrillation lead without success. The operation was terminated without a successful implant.